Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. Treatment rendered for the event was not reported. At the time of this report, the patient was still hospitalized and the outcome was not reported. The action taken with dianeal therapy was not reported. Additional information is not available.

Manufacturer narrative:
The event was medically confirmed by the nurse. The cause of the event was reported as patient had unclean condition; however, this could not be identified or clarified, therefore, the cause of the event was assessed as unknown. On the same day as the event onset, the patient was hospitalized. On an unreported date, the patient started treatment with unspecified oral and intraperitoneal antibiotics (drug names, doses, and frequencies not reported) for two weeks for peritonitis. Reguneal therapy remained ongoing. While no breach in aseptic technique was reported, the patient and family members were retrained on proper connect/disconnect method and aseptic technique on an unreported date during hospitalization. Twenty nine days after admission, the patient was discharged from the hospital. At the time of this report, the patient has recovered. Should additional relevant information become available, a supplemental report will be submitted.